Event description:
It was reported that a malfunction occurred on the pump, but there were no notable events prior to this. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, and they successfully reset the pump. The malfunction code did not recur, and the customer was advised to continue using the pump while instructed to call back if the issue arises again.